Event description:
A caller reported that the pump battery would not charge despite using the tandem charging cable and attempting various methods, including plugging into different wall outlets and using alternative chargers. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer planned to use manual daily injections as a backup insulin therapy while technical support arranged for a replacement pump, confirmed the shipping address, and guided the caller on putting the pump into storage mode before returning it with a pre-paid label.